Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 43 mg/dl. Customer treated their low blood glucose with food and juice. Customer declined to troubleshoot for low blood glucose levels and advise they disconnected from the insulin pump. Customer advised they continually dealt with low blood glucose levels while at work and believed they needed to follow up with their healthcare provider in regards to changing their settings.